Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On aug 27, 2007 at 12:30 pm, the lay-user/patient contacted lifescan (lfs) alleging, the one touch ultramini is giving inaccurate high readings compared to normal reading/feeling. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue began in 2007, at 1:43pm. The patient reportedly obtained reading of "140, 136 and 146 mg/dl." After the reported issue began, the patient developed symptoms described as "tired and shaky". The patient did not require medical intervention and did not take any action in regards to diabetes treatment as a result of the reported issue. During troubleshooting, the patient verified that he using the correct testing technique, the puncture area was cleaned correctly, the unit of measurement set the correctly to mg/dl, and the meter's memory matched with the reported results. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the reported issue began. The meter, test strips, and control solution were replaced.